Event description:
(B)(4): it was reported that the patient came in for a pump refill and the low reservoir alarm was sounding. The healthcare provider was doing a simple refill and updating of the reservoir volume and the hcp could not get to the update tab it was greyed out. It was thought that the healthcare provider hadn't entered the low reservoir alarm volume prior to trying to update the reservoir volume. (B)(4): it was later reported that the healthcare provider was walked through the steps to correct their concern.

Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown. Product type: programmer, physician. (B)(4).